Event description:
It was reported via a call from the cath lab to the clinical support specialist (css) at (B)(4) for recommendations because te tip of the intra-aortic balloon (iab) was stuck in the patient. As the css began to ask for more information, the phone was handed over to another person in the cath lab. It was relayed to the css that the tip of the iab was stuck at the femoral head upon removal. It was also stated that the iab had been pulled out along with the sheath as usual, but the tip under fluoroscopic is stuck at the femoral head. It was stated that one of the physicians had cut the membrane; it is unsure why the physician did this. The m.d. Had attempted removal and when the iab became entrapped, another m.d. Came to assist. Recommendations on how to remove the iab were asked. The css explained that this is a complication. There is no protocol for this situation, the physicians will have to use their best judgment as to safely remove the iab from the patient. The patient is currently stable and not experiencing any added sequela at this time. The person on the phone had to go and asked if the sales representative could come in. The css explained that their clinical specialist will call back to further discuss and gather more information. The person on the phone was unable to obtain the serial number at this time. The css called their clinical specialist directly and relayed the information. Their clinical specialist called them back and was able to relay via text message to the css the serial number and also that the removal had been "successful" as reported directly from the cath lab. There was no report of patient death, complications or injury. There was no delay or interruption in therapy noted. The patient outcome was unchanged throughout the call and reported as stable. An update received on (B)(6) 2012, stated the iab was being weaned and during a routine removal it became "stuck" due to apparent patient anatomy. Additional information received on (B)(6) 2012 per the clinical support specialist stated the m.d. Did attempt to cut the part of the iab that was already out of the patient and they did enter from the opposite side (left femoral) to attempt to "grab it," however they were able to successfully remove it from the right femoral. The iab was never completely cut and the entire iab was removed without complication to the patient. They felt that the iab may have gotten somewhat kinked during removal because someone held heavy pressure on the insertion site before the iab was removed. They in no way feel this was product related, but a combination of user error and patient anatomy. The customer did not save the sample.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.